Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. Concomitant med products and therapy dates: small battery drive device; (B)(6) 2021. (B)(4).

Event description:
It was reported that during an unspecified veterinary surgical procedure, it was observed that the silver section on the bottom of the saw attachment device spun while trying to use the small batter drive device. It was further reported that the device was not locking. During an in-house engineering evaluation, it was determined that the device had unintended/unexpected disengagement, worn bearing, loose coupling and failed pre-test for handpiece coupling and check the range of the locking mechanism. There was no human patient involvement as this was a veterinary procedure. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.